Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("left implant migrated in the uterus") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain on the belly"), menorrhagia ("hemorrhage during menstruation period"), anaemia ("strong anemia"), fatigue ("significant fatigue"), vulvovaginal pain ("pain on the vagina"), thyroid disorder ("thyroid dysfunction"), alopecia ("loss of hair"), madarosis ("loss of eyebrow"), erythema ("redness on the face and the neck"), urinary tract infection ("recurrent urinary tract infection") and asthenia ("body was very weakened currently"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain, menorrhagia, anaemia, fatigue, vulvovaginal pain, thyroid disorder, alopecia, madarosis, erythema and urinary tract infection outcome was unknown and the asthenia had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, anaemia, asthenia, device dislocation, erythema, fatigue, madarosis, menorrhagia, thyroid disorder, urinary tract infection and vulvovaginal pain with essure. The reporter commented: the patient regretted to have trusted her gynecologist for essure placement as she should have been testing for nickel and titanium before their placement. Her body was very weakened currently. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on (B)(6) 2019 for the following reason: date of similar incident listing was corrected to (B)(6) 2019. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2019. The most recent information was received on 30-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("left implant migrated in the uterus") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain on the belly"), menorrhagia ("hemorrhage during menstruation period"), anaemia ("strong anemia"), fatigue ("significant fatigue"), vulvovaginal pain ("pain on the vagina"), thyroid disorder ("thyroid dysfunction"), alopecia ("loss of hair"), madarosis ("loss of eyebrow"), erythema ("redness on the face and the neck"), urinary tract infection ("recurrent urinary tract infection") and asthenia ("body was very weakened currently"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain, menorrhagia, anaemia, fatigue, vulvovaginal pain, thyroid disorder, alopecia, madarosis, erythema and urinary tract infection outcome was unknown and the asthenia had not resolved. The reporter provided no causality assessment for abdominal pain, alopecia, anaemia, asthenia, device dislocation, erythema, fatigue, madarosis, menorrhagia, thyroid disorder, urinary tract infection and vulvovaginal pain with essure. The reporter commented: the patient regretted to have trusted her gynecologist for essure placement as she should have been testing for nickel and titanium before their placement. Her body was very weakened currently. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformities data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.